Event description:
The patient had an option ivc filter made by argon placed in 2010 at another institution. She had an x-ray done in 2015 that showed the filter was fractured and she was referred to me.